Event description:
Report received from (B)(6) stating that the device "parts got separated." The device was not being used during surgery. It is unknown if injuries or medical intervention occurred. The date of the event was unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported problem "came apart" was confirmed. Visual inspection of the device found that the nose tube was coming apart and there were missing pins. No additional information is available. If additional information is received, a supplemental MDR will be sent. (B)(4).